Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a speaker error. The failure occurred before first clinical use at the baxter warehouse. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10 h10: the device was received for evaluation. During functional testing, the reported issue was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case. The rear case will require replacement to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.